Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that once plug is inserted into epg (external pulse generator) output connector fully it will not separate; lock will not release. It is noted all other parts of cable passed visual and mechanical inspection with no anomalies observed. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. (B)(4).

Event description:
The cable was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.